Event description:
It was reported that during an ureteroscopy procedure, a balloon breakage occurred. A 10cc liwg kit had been selected to treat an unspecified ureteral stricture. When the device was removed from its "sleeve", the scrub nurse encountered more resistance than "usual". The balloon was advanced into the pt and on the first attempt to inflate the balloon, the balloon "broke". The balloon did not break off inside the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".